Event description:
Vague report of overinfusion. The biomedical dept stated that there is no injury, no incident report and biomed suspects this to be related to user error. The pump was marked "not working, set for 8ml and ran 26ml." No add'l info is available.